Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's wife complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the meter with a fingerstick was 3.7 inr and the result from the laboratory was 2.6 inr. On (B)(6) 2018 the result from the meter with a fingerstick was 3.7 inr and the result from the laboratory was 2.1 inr. The laboratory reagent was neoplastine. There was no adverse event. The laboratory results were believed to be correct. The customer's condition was "stable". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. The suspect device was requested to be returned for investigation relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current master lot. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided in the complaint case that would point to a cause for the result discrepancy.